Manufacturer narrative:
An event disassociation involving an unknown implant stem was reported. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. However, provided x-ray confirms disassociation. Additional records such as patient demographics, primary and revision operative reports, serial x-rays and examination of explanted components are needed to complete the medical assessment. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the reported event was confirmed based on the review of the x-ray by the consulting clinician. However, additional records such as patient demographics, primary and revision operative reports, serial x-rays and examination of explanted components are needed to complete the medical assessment and determine root cause. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
40mm +8mm head wore and dislocated from stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A 40 mm +8 mm head wore and dislocated from stem.